Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had a trauma and afterwards reported no longer having access to sound with the device. In situ measurements show 11 electrode channels with status hi; former measurements showed normal results. An x-ray showed the array to be in place. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
It was reported that the patient had a trauma and afterwards reported no longer having access to sound with the device.